Event description:
According to the reporter, during a robotic colectomy via laparoscopic procedure, while transecting the colon, the plastic trocar disengaged prematurely. The stapler anvil with white plastic trocar was placed in the colon and a purse string suture was used. To resolve the issue, the surgeon used the pursed string. The trocar was then grasped by a robotic grasping arm and the trocar pulled out prematurely. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.